Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular lead pacing impedance gradually rising throughout record with a lifetime maximum of 1927 ohms. Ventricular lead warning occurred on (B)(6) 2015 with high impedance pace counts before and after the warning. Ventricular capture management weekly trend data shows maximum threshold has consistently been 2.5v or greater since week of (B)(6) 2015. (B)(4).

Event description:
It was reported that the lead exhibited high thresholds and high impedance measurements. The physician performed a one-to-one conduction test and decided no action was required at this time. The lead remains in use. No patient complications have been reported as a result of this event.